Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: right and left control knob is deformed due to physical stress. The inspection also noted the bending section cover or distal sheath has a scratch, bending section cover or distal sheath has a chip, due to looseness of insertion pipe, the connection between insertion pipe and control unit is not secured, forceps elevator has discoloration, and the video connector is deformed. The investigation is ongoing; therefore the cause of the reported defect cannot be determined at this time. However, a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer returned the endoeye flex deflectable videoscope to olympus for evaluation of a reported "left / right angle lever damage". The customer reported issue was found during an unspecified event. During the evaluation, olympus identified that the adhesive is peeling off the objective lens at the distal end. No death or injury and no impact to patient or other has been reported. This medical device report is being submitted to capture adhesive peeling off the distal end of the scope found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the objective lens glue peeled off due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope: [inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.